Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/14/2017 with the following findings: the battery compartment was cracked to the left of the bumper pad at the threads traveling down to the case seal. Unrelated to the original complaint, the display was dim/fading (pink). (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.